Event description:
Boston scientific crm received information that an alert was triggered via the latitude system that shocking lead impedance measurements of greater than 125 ohms was measured on this patient ventricular channel. It was reported that all measurements have been within normal and no further intervention has been planned. Subsequently, the device was returned for disposal after it was explanted for normal battery depletion. No adverse patient effects were observed.

Manufacturer narrative:
At this time, no additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.